Event description:
Pt had mitral valve and aortic valve replacement surgery on (B)(6) 2006. On (B)(6), pt developed pulmonary edema. Echo showed 4+ aortic insufficiency. Taken emergently to surgery to have a different valve placed.